Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm during a basal. Customer stated they changed the infusion set and reservoir several times in attempt to resolve the issue. The customer's blood glucose was 443 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer declined to return the insulin pump for analysis.